Event description:
Dental implant failure.

Manufacturer narrative:
The doctor reported that the implant was removed due to fracture of driver tip (rs9026 lot 7655314) in the hex, during placement. No further patient complications were reported. In the event that new or additional information is received from the investigation of the item, a follow-up report will be sent. Manufacturer's trend analysis show that implant failure due to fracture of tools is a low-rate adverse event.